Event description:
It was reported that incorrect interpretation of supraventricular tachycardia, ineffective antitachycardia pacing and high voltage defibrillation therapy resulting in failure to convert rhythm was observed on the device. No allegation of malfunction was made against the device. Abbott technical support was contacted and the device was reprogrammed to resolve the event. The patient was in stable condition.